Event description:
During surgery for generator replacement due to normal end of service, high lead impedance was noted when the new generator was connected to the existing lead. The surgeon believed that the cause of the high lead impedance was due to fibrosis that had developed on the vagus nerve. Review of the system diagnostic test history for the patients' device revealed that the dcdc code remained constant from the date of implant in 1998 through 2007, which is not what is typically seen when fibrosis is present. The dcdc code typically increases when fibrosis is present. X-rays were not taken to assess the continuity of the system. The lead remains implanted and connected to the new generator, however, the device has not been turned on. Revision surgery is likely to occur.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.